Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a vizigo for which biosense webster¿s product analysis lab (pal) identified the hemostatic valve to be dislodged inside of hub component. Initially, it was reported that the vizigo sheath was very rigid when trying to insert the dilator. They could not insert the octaray catheter as it seemed like something was blocking the valve. They tried to insert another wire and flush forward and it would not flush forward. The vizigo sheath was replaced, and the issue was resolved, and the case continued. No adverse patient consequence was reported. The resistance issue was assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Product analysis lab received the device and per the evaluation completion on 02-jul-2024, the hemostatic valve was found to be dislodged inside of hub component. This was assessed as MDR reportable with an awareness date of 02-jul-2024.

Manufacturer narrative:
The device was returned to biosense webster (bwi) for evaluation. A visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A device history review was performed for the finished device 60000335 number, and no internal actions related to the complaint were found during the review. The dislodgment of the valve identified during the analysis could have causes the resistance issue reported by the customer, therefore the complaint was confirmed. The potential cause of the damage on the valve could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve and the resistance felt by the customer. The instructions for use contain (IFU) the following precautions: use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Prior to inserting the device into the patient, pre-assemble the sheath, dilator, and stylet on the table. Advance the needle through the dilator and check for excessive resistance as the tip of the needle advances through the curvature of the sheath/dilator assembly. During insertion, always use the stylet to facilitate needle passage through the dilator sheath assembly. Slowly remove or insert the dilator or other devices. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).